Manufacturer narrative:
Initial reporter updated additional information provided on procedure type the device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that the during a spinal decompression surgical procedure, a bur broke at the cutting end. It was further reported a spare was used. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that the during a surgical procedure, a bur broke at the cutting end. It was further reported a spare was used. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.